Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was not working and had not been working for about a year. The caller had no other details. No further complications were reported.